Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical assistance due to pocket redness. An infection was observed and treatment administered with an explant procedure to follow. No additional adverse effects were reported and no other system information provided.